Event description:
It was reported that during an unspecified procedure, guide wire coating damage occurred. The lesion location was not specified. During introduction of the zipwire guide wire into the angiographic catheter, it was noted that the guide wire coating "peeled off" during insertion. The physician felt that the guide wire was "so stiff." No patient injuries or complications were reported.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.